Event description:
As reported by the user facility (translation of user facility): failure of the device in operation: spontaneous breakdown of the device within an ongoing therapy. Reference MFR # 9610825-2014-00203.